Manufacturer narrative:
Based on the current information provided, the root cause of the customer-reported issue cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and no additional complaints related to this event were found. No image or video clip for the reported event was submitted for review. A system error log review was conducted for a procedure on (B)(6) 2021 on system (B)(4). There were no observed related events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. It was reported that all instruments worked as expected and as intended and that there was no allegation of a da vinci product malfunction. While reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. A review of the event information provided was conducted by an isi medical safety officer and the following was noted: according to the description of events, a (B)(6) year old patient with a history of cardiac disease underwent a da vinci assisted colectomy and passed away approximately four hours after the procedure. The attending surgeon indicated that the cause of the patient¿s death was due to pulmonary arrest. Additionally, the attending surgeon indicated that he did not feel that the da vinci system, instrumentation, and accessories caused or contributed to the patient¿s mortality. There are no reported mistakes made by the person using the device that would lead to patient¿s pulmonary arrest. There are no reported errors related to the device that would lead to the patient¿s pulmonary arrest. Although there is information about the patient¿s age and some information that the patient had a history of ¿cardiac issues,¿ there is not enough information to determine the cause of the patient¿s pulmonary arrest and death. After a da vinci-assisted right colectomy surgical procedure, a female patient in her nineties with a history of cardiac issues expired four hours post-operatively. The case was completed robotically with no allegation of a da vinci product malfunction. The surgeon attributes the patient¿s cause of death due to pulmonary arrest. This MDR is being submitted as part of a retrospective complaint review.

Event description:
It was initially reported that after a da vinci-assisted colectomy procedure on (B)(6) 2021, a female patient in her nineties with history of cardiac issues expired four hours post-operatively due to pulmonary arrest. An intuitive surgical, inc. (Isi) clinical sales associate (csa) contacted the first assistant of the case and the console surgeon. The following information was confirmed: the surgeon does not believe that any isi devices caused or contributed to the patient¿s death. The surgeon said that the da vinci procedure went ¿very smoothly¿ and there were no system errors and no intra-operative complications. It was reported that all instruments worked as expected and as intended and that there was no allegation of a da vinci product malfunction. The surgeon attributed the patient¿s death due to ¿pulmonary arrest.¿